Manufacturer narrative:
Neither sample nor picture is available for investigation as the sample has been discarded by customer due to dirt on it. For this reason, visual inspection was not performed. Per further clarification from customer, the reported failure is regarding the velcro loop strip. It fell off from the hook during use after 2-3 adjustments of the collar. The velcro loop and hook are designed to fasten the collar on patient´s neck, the peel strength and shear strength of the fastening between the loop and the hook have been verified to meet the standard of en 12242 and en 13780. There is a low possibility to have the velcro loop falling from the hook during normal use. Even though some possible causes like the velcro loop or/and hook being contaminated or the collar being roughly handled have been considered, due to no sample and limited information, the root cause cannot be determined. This is the first complaint received during the past 36 months and the complaint rate is low. The risk of this reported failure has been identified in the product risk and it is considered acceptable to patient. Considering the low complaint rate, it should be an isolated case.

Event description:
The velcro hook could not stick firm and it easily fell off. Patient outcome not affected.